Event description:
Event description guidant received information that this transvenous atrial lead exhibited >3000 ohm pacing impedance, indicative of a lead fracture. The physician elected to explant and replace the lead with a similar lead, which was conducted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.